Manufacturer narrative:
(B)(6)

Event description:
It was reported that the device lost the pressure during surgery, causing lost of position of the joint of the patient. Procedure finished with the same device.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received in a locked state. A functional evaluation revealed that the unit failed the 30 pound weight test. This failure was at the hinge joint. The failure occurred at 26 pounds. The piston migration was at 1.54 inches. During disassembly of the enclosure it was noted that 6 of the enclosure screw mounts were damaged. The complaint of ¿loss of pressure¿ was confirmed and the root cause has been determined to be failure of the hinge joint pressure rings.